Event description:
It was reported that the patient connector was not connecting with the titanium adapter when the patient changed the transfer set. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted. (B)(4).